Event description:
The reporter stated that the surgeon had inserted a single piece silicone lens model aa4203tl and the lens tore. The surgeon enlarged the incision to remove the lens and replaced it with another same model lens and used a suture to close the incision. The reporter stated that the lens tore due to a loading error.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows a portion of a plate haptic is torn off and missing and the lens is torn. There is clear surgical residue on the lens. The cartridge was returned and a visual inspection shows no visible damage. There is clear surgical residue on the cartridge. It should be noted that the injector was not returned for evaluation.